Event description:
Olympus was informed via service inquiry that the customer high-definition autoclavable camera head reported, ¿doesn¿t show image¿. The event occurred during an unspecified event. No death, injury or harm was reported to olympus. The device will be returned for service.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, there was no image due to a faulty cable. A cut on the cable was also found; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.